Event description:
Low impedance was reported, decreasing to 250 ohms, unipolar and <200 bipolar. Insulation damage was also reported, due to clavicle rib crush. The lead was capped. No further patient complications have been reported as a result of this event.